Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the power switch is a previous design version.

Event description:
A user facility reported to olympus that the power switch was stuck in the depressed position and the unit would not power off. The problem, as reported to olympus, occurred during preparation for use. The intended procedure was completed using a different device without a delay. There was no patient injury, associated with the problem, reported to olympus.